Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior was found to be consistent with an entry in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and could not replicate the reported event. The system performed as intended and passed all tests. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, after moving the navigation system from storage to the or and while booting into the ear, nose and throat (ent) software, the system shut down on its own. The site was unable to turn the system back on. There was no patient present when this issue was identified.